Event description:
It was reported that the patient disconnected from the ilet overnight, resulting in hyperglycemia with a reported peak glucose of 401 mg/dl or higher; user education and troubleshooting were provided to clarify that the system should not be disconnected during sleep. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no backup therapy use. Investigation included complaint handling, user interview, and device-use education. Investigation of this case revealed use error related to improper disconnection of the device. It was concluded that the event was consistent with hyperglycemia with cause unclear and that user education addressed the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.